Event description:
Caller reported patient's device = approximately 100 mg/dl during the afternoon. Emergency medical technicians (emt) were called about 1/2 hour later. Emt device = 24 mg/dl. A shot was administered. Patient was taken to the hospital and admitted. Patient was released after one week. Control information was not available. A request was made for return product and replacement product was sent.